Event description:
(B)(4). Case truncated due to space limits: previous version on file: initial information (info) was reported by a nurse practitioner to a company sales rep (csr) on (B)(6) 2008, (B)(4): a currently (B)(6) female patient (pt) received treatment with poly-l-lactic acid (plla) (sculptra) injections on (B)(6) 2006. She received a full vial of plla w/ each treatment, lot #' / expiration (exp) dates not specified. On (B)(6) 2008, pt went to dermatology office for a scheduled appointment (appt) with a nurse practitioner to receive treatment with hyaluronic acid (restylane) in her lips. Before her treatment, she told nurse practitioner that she noticed 3 nodules that appeared 2 weeks prior to her appt. She complained of 3 grape-sized nodules under her skin. The nodules were located in the malar/perioral area, nasolabial area and chin. Nodules were palpable, non visible and asymptomatic. The nurse practitioner stated that when she palpated the nodules near pt's chin and nasolabial area, they did not move when she moved pt's skin; therefore, she thought it "may be something related to the bone." The nurse practitioner compared pt's photographs from pre-plla treatment in (B)(6) 2006 to photographs from her appt on (B)(6) 2008, (there was approximately a 2 year gap in the photographs.) (No info provided concerning the photographs.) No additional medical info reported. Additional date 06/25/2008, from (B)(4): batch record review (brr) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports (dhrs) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info was received on 07/08/2008 from reporter, who was identified on this follow-up (f/u) as a physician's assistant, via a csr: the csr stated that the physician's assistant stated that the pt returned to the office on (B)(6) 2008 and had more nodules appear in her face. One was located near the pt's nose, and was very firm to touch. Also, there was a papule near the pt's orbital rim, an area the pt was never treated with poly-l-lactic acid by the practitioner (it was not specified if the pt had received previous treatment in the orbital rim area w/ other fillers or other cosmetic agents). The pt explained that she had a CT (computed tomography) scan, (site not specified,) and it was negative. The pt told practitioner that she went to her family physician and he suggested that she have a biopsy done, and the pt requested this procedure when she was in the office on (B)(6) 2008. Additional info was received from the reporter (physician's assistant) via the csr on (B)(6) 2008: the csr reiterated that physician's assistant stated that pt returned to office on (B)(6) 2008 w/ more nodules. Pt has been seen by several specialists who directed her back to the dermatologists suggesting that it was plla (sculptra) that caused the nodules. Nodules are present in the chin, marionette lines, nasolabial folds. The one on the chin showed up, but physician did not know how that one developed, since the phys did not treat the chin. (It was not specified if the pt had received previous treatments in the chin area w/ other fillers or other cosmetic agents.) The nodules are visible, but are palpable. The physician requested info on treatment of the nodules. No further medical info was provided. Additional info for plla from (B)(4): brr was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the dhrs and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info received from physician's assistant, on (B)(6) 2008. The physician's assistant reported pt's date of birth, age, height and weight. She also reported that injectable plla was given for cosmetic treatment of lipoatrophy w/ injections of malar pads, perorally, nasolabial folds, marionettes, jowling and above lip (upper lip.) Treatments were given by a dermatologist and/or the physician's assistant on (B)(6) 2008: on each treatment date, the reported dose was 1 vial using 6 cc diluent consisting of 5cc bacteriostatic water w/ 1 cc of lidocaine w/ epinephrine (epi). On each treatment date, the same areas were injected; doses were reconstituted 24 hours before injection. In late (B)(6) 2008, the pt began feeling large, grape sized nodules (3), which were non-tender, non-visible and asymptomatic. The reporter noted the nodules on (B)(6) 2008 during a f/u visit. On (B)(6) 2008, 3 more nodules appeared in the symmetrical face areas ("medial malar pads, nasolabial folds in the triangular spaces and along anterior mandible just medial to jowl areas",) and were also non-tender, asymptomatic and non-visible. The report notes that pt's "entire perioral area appears very overcorrected and feels very firm, 'rope-like' " (on palpation); "pt appears very swollen - areas are all asymptomatic." The CT scan (site not specified,) on (B)(6) 2008 was negative. No biopsy taken, but is being considered. Concomitant medications and medical history were provided. Plla was not restarted. Causality assessment: the events were suspected to be related to the plla. The events suspected to be related to plla were specified as the subcutaneous nodules/ granulomas and the perioral firmness. Also, the reporter noted that the "history of allergies which were not specified at initial consult," may have played role in the events. The events are ongoing. Lot numbers/ exp dates not provided. No further medical info was provided.

Manufacturer narrative:
Additional implant date: (B)(6) 2006.